Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 24 mm stent delivery system was returned for analysis. Only the proximal end of the device was returned, the distal end of the device including the balloon, stent, tip and shaft polymer extrusion was not returned for analysis. The crimped stent was not returned for analysis. The maximum stent profile was within maximum crimped stent profile measurement. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break. The break point on the hypotube occurred 690mm distal from strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced but the stent hung up in the guide catheter. When the device was removed, the shaft broke at the monorail junction inside the guide. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced but the stent hung up in the guide catheter. When the device was removed, the shaft broke at the monorail junction inside the guide. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.